Event description:
As reported, the needle of the outback catheter failed to pull back when doing check before placing in patient. The product was not used in the patient. There was no injury to the patient. There was no damage to the outback device noticed prior to opening the package. All the specified ports of the device were properly flushed. The ports were flushed, followed by a 30 second delay, and then flushed again. When the physician attempted to actuate the cannula, the cannula would not actuate smoothly. The device was straight when attempting to retract the needle. The product did not prep properly therefore it was not used in the procedure. The procedure was continue with another device and was successfully completed. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. The product was received on (B)(4) 2013. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During preparation of an outback cto device for use, the reporter indicated that the needle 'failed to pull back when doing check before placing in patient.' The procedure was successfully completed with another device. There was no reported injury to the patient. There was no damage to the outback device noticed prior to opening the package. All the specified ports of the device were properly flushed. The ports were flushed, followed by a 30 second delay, and then flushed again. When the physician attempted to actuate the cannula, the cannula would not actuate smoothly. The device was straight when attempting to retract the needle. The product was therefore not used in the procedure. The product was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
During preparation of an outback cto device for use, the reporter indicated that the needle ¿failed to pull back when doing check before placing in patient¿. The procedure was successfully completed with another device. There was no reported injury to the patient. There was no damage to the outback device noticed prior to opening the package. All the specified ports of the device were properly flushed. The ports were flushed, followed by a 30 second delay, and then flushed again. When the physician attempted to actuate the cannula, however the cannula would not actuate smoothly. The device was straight when attempting to retract the needle. The product was therefore not used in the procedure. The product was not returned for evaluation. One non-sterile outback was received coiled inside two plastic bags. The cannula was not deployed. No damages were noted in the device. Cannula was deployed during functional test. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cto catheter system / prepping difficulty - unable to retract needle could not be confirmed since functional test was successfully performed. The exact cause of the reported failure by the customer could not be determined. Neither the product analysis nor the DHR review suggests that this failure is related to the manufacturing process; therefore no action was taken.